Event description:
Caller indicated that their inratio2 meter had a short time overload. They stated that the battery case was charred. Technical support in (B)(6) spoke with the doctor's office because the meter had not yet been returned. The doctor's assistant stated that the meter will be returned to (B)(6) next week so that it can then be sent to (B)(4) for investigation. She also noted that the doctor slightly burned his hands but it did not require medical attention.

Manufacturer narrative:
Investigation pending.